Event description:
It was reported that the patient had severe pain in the area of the implantation wound, as soon as patient wore the speech processor. There is no known allery to the implant material.